Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information received: was the device on a vessel/artery when it would not open? Unknown. If yes, how was the device removed? (I.e. Cut off, forced opened) unknown. If cut off, did this cause a change in the plan of care for the patient? Unknown. Did the removal cause any damage to the vessel/artery? Unknown. If yes, what is the damage and how was the damage repaired? Unknown. Did the surgeon continue the case with this same device? Unknown.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, the jaws locked on the tissue. When it did come off of the tissue they would not close. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch #m91h82. The device was returned with the tissue pad damaged, melted, and a small portion was returned and not detached as reported by the customer. The device was connected to a test hand piece and a gen04 generator and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.